Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3008452825-2019-00063. During a cryo ablation, a pericardial effusion was noted. Following transseptal puncture, the patient became hypotensive and an echocardiograph was performed confirming an effusion. The patient was monitored and transferred to the cicu and neo-synephrine was administered. The effusion was located on the right lateral wall of the right atria. The cause of the effusion was unknown. The patient was followed and stabilized. There were no performance issues with any abbott device.